Event description:
Got allergan implants (B)(6) 2011. Started getting sensations of bugs crawling on me, eye and vision issues, hair falling out in (B)(6) 2011. By (B)(6) 2011, I was in and out of hosp for passing out, electrical shock type feelings, muscle weakness, heart issues, joint pain, memory loss, unable to remember own kids names, panic attacks, and in bed 24/7. Ran every test in the books. All negative except ana was high. I have been fighting all the above symptoms ever since. Finally piecing it together and will be explanting (B)(6) 2019. FDA safety report ID# (B)(4).